Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified right common femoral artery after an iliac angioplasty procedure using a proglide device. Reportedly, the access site was not calcified, and when the physician retracted the plunger from the device body, there was no suture present. The device was removed from the patient's anatomy and a second proglide was used successfully to achieve hemostasis. The patient did not experience any adverse effect. A 7fr sheath was used during vessel closure. There were no adverse patient effects. The physician is trained in the use of the proglide device. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the whole suture was not returned and both cuffs captured the needles. The rail suture end attached to the plunger assembly was cut. This is indicative of successful needle deployment and suture retrieval. Based on the investigation findings, the reported suture not present during plunger retraction experience could not be confirmed and a definitive cause could not be identified. No manufacturing or quality deficiency was detected. Review of the device history record revealed no non-conforming material records associated with this lot which could have contributed to this report and its investigation findings. A review of the complaint handling database for this lot did not reveal any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The estimated weight of the patient was reportedly approximately (B)(6). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all relevant information.